Event description:
Patient reported, that they were evaluated by their dentist. Who recommended, that they stop treatment immediately, because they are contraindicated for treatment.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.